Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05472, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a esophagogastroduodenoscopy (edg), performed on (B)(6) 2009. According to the complainant, during the procedure, they used two clips for a bleed in the esophagus and the clips would not open. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (won't open). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis; however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).